Event description:
Pt was revised to address poly wear. Ten days before revision, the pt suffered a slightly dislocated fracture of the trochanter minor. Significant poly wear with osteolysis in acetabulam and proximal femur was diagnosed. As per the surgeon, osteolyses is partly responsible for the breakage.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.